Manufacturer narrative:
Reporting institution phone # 053 711 366. Reporter phone # (B)(6). A philips field service engineer (fse) was dispatched to the customer's site and confirmed the reported problem. The device evaluation was performed by the fse on the actual device involved in this complaint. The fse reinstalled the database. The device remains in use at the customer's site.

Event description:
The customer reported that the invasive blood pressure (ibp) readings are duplicating. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.